Event description:
Related manufacture report number: 2017865-2022-02937. During an in clinic follow-up, an infection was identified at the implant site. The device and right ventricular lead were explanted to resolve the event and a new system is anticipated to be implanted in the future. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.